Manufacturer narrative:
1. No defect sample was returned; the detail defect cannot be confirmed. 2. Review batch record information: 1) complaint lot#3003876 was packaging on as packaging line in march 2023, lot quantity is (B)(4).the component of connector cat#4882200aau, lot#2276812, the quantity is (B)(4). 2) review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. 3) review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. 3. Performed the connect strength test and leakage test between tube and connector of the retained sample, the test result is pass, see the attachment 1- the test report of the retained sample. 4. Root cause: due to no defect sample was returned, cannot identified the detail defect, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.

Event description:
It was reported that bd anesthesia 17gax8cm durasafe leaked. The following information was provided by the initial reporter, translated from chinese to english: during cesarean section surgery, when it was necessary to push and add anesthetic drugs to the epidural, it was found that the catheter connector had a serious leakage, which could not satisfy the analgesic effect needed for the surgery, and a new single-use anesthesia puncture kit was opened immediately to replace the catheter connector.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.